Event description:
The customer reported that the system displayed an intermittent communication failure error message. This error will cause the system to lockup or prevent it from booting up. There is no report of pt injury or death.

Manufacturer narrative:
A ge rep evaluated the system and adjusted the 5 volt power supply. The system operates as intended.